Event description:
It was reported that shortly following the system implant procedure, this left ventricular (lv) lead exhibited high threshold measurements and loss of capture. Additionally, the patient noted sensations of diaphragmatic stimulation. The physician elected to surgically explant the lv lead and rather than implant a new lead, a plug was fitted into the lv lead port. The implantable device was also reprogrammed and the physician is continuing with monitoring. This explanted lead was subsequently discarded and will not be returned for evaluation. No additional adverse patient effects were reported.